Event description:
Information was received from a manufacturer representative regarding (rep) a patient who was implanted with an implantable neurostimulator (ins/ipg) for fbss leg/back and spinal pain. It was reported that the patient could not connect to recharger during post-op appointment. Ipg was catawampus after slipping into previous ipg pocket space. Rep was present during post-op and tried positioning recharger and could only get poor connection. Pocket revision for ipg that was not connecting to recharger was performed. Charger was tested post-op with excellent connection. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.